Event description:
It was reported that the patient was admitted to the hospital on or around (B)(6) 2025, due to hyperglycemia (>¿400¿mg/dl) and was diagnosed with diabetic ketoacidosis after wearing the pod for approximately a few hours to one day. No additional details regarding treatment during the hospital stay were provided despite multiple good-faith efforts to obtain further information. At the time of reporting, the patient remained hospitalized, and no anticipated discharge date was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.